Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient needed to receive continuous heparin for multiple pulmonary embolisms and alarm kept going off stating "air bubble alarm". Tubing was pumped according to protocol via pump. Line was checked multiple times and no bubbles were present, and if there were they were miniscule. No patient complications were reported as a result of this event.